Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited under sensing. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5122788.